Event description:
It was reported that the right atrial (ra) lead was bound together with the right ventricular (rv) lead which was being removed prop hylactically. Therefore the ra lead had to be removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 7278 implantable cardioverter defibrillator (ICD), (B)(6) 2006; 694965 implantable tachy lead, (B)(6) 2006. (B)(4).